Manufacturer narrative:
Lot #: ha180172, ha180267, and ha180445. One single-use actual device was received for evaluation. A visual inspection was performed and reddish colored particulate matter (pm) was observed in the needle syringe. The pm was inspected under a microscope and was noted to be of similar color, texture and shape as a missing segment from the calcium chloride vial stopper puncture site. The reported condition was verified. The cause of the reported condition was undetermined. A single-use retained sample was also received for evaluation. No pm was observed in the needle syringe or the thrombin vial. The thrombin solution was mixed into the gelatin syringe and the contents were mixed back and forth successfully between the syringes for at least 20 times. There were no issues detected. A batch review was conducted for lot numbers: ha180172 and ha180267 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that particulate matter (pm) was observed in the vial or syringe of four (4) floseal hemostatic matrix sets. The pm was discovered during setup and prior to patient therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: two (previously reported as one) single-use actual devices were received for evaluation. A visual inspection was performed and reddish colored particulate matter (pm) was observed in the needle syringe of both devices. The pm was inspected under a microscope and was noted to be of similar color, texture and shape as a missing segment from the calcium chloride vial stopper puncture site. The reported condition was verified for the two returned devices. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An additional single-use actual device was received for evaluation. A visual inspection was performed and reddish colored particulate matter (pm) was observed in the needle syringe. The pm was inspected under a microscope and was noted to be of similar color, texture and shape as a missing segment from the calcium chloride vial stopper puncture site. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted for lot ha180445 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.